Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 267 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly and needle mechanism did not find any damages or abnormalities that could cause the dislodging of the cannula. Thus, an exact cause for the reported dislodging could not be determined. Additionally, the adhesive pad and welds were inspected and no abnormalities were observed. Although the investigation did not find any evidence of damage, the reported adhesive issue could not be determined. Furthermore, abnormalities were observed in the rotational sensor data. The device was reset and delivered a 5u bolus. The rerun data did not generate any alarms and did not show any data anomalies. The drive mechanism was inspected and found contamination on the commutator cap. Considering the rotational sensor abnormalities did not replicate in the rerun, the contamination found on the commutator cap did not affect the functionality of the device. Therefore, a root cause could not be determined for the observed rotational sensor abnormalities in the data.